Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 448 mg/dl. The customer treated the high blood glucose readings with a syringe. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did not exit the tubing. The customer also stated that there was a no delivery alarm on the pump. The customer stated that they have tried all remedies. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.